Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that on the day of the implant procedure the patient was hospitalized due to back pain; however, the physician does not believe the back pain was related to the device. There have been no reports of further complications regarding this event and the patient is currently using their device with effective pain relief.